Event description:
A customer reported unexpected reactions with the screening assay on the galileo echo instrument ((B)(4)).

Manufacturer narrative:
A review of the image files showed that all negative wells visibly appeared negative with a few specks of red blood cells around the cell button. The positive control performed as expected. A field service engineer performed the unexpected reactions checklist. The peri pump volume was at the low end of the range. The peri pump tubing was replaced and volume was adjusted. The residual volume was also low and was adjusted. The camera was realigned. Qc and repeat testing of the patient sample were performed. The expected results were obtained. The instrument is operating as expected.